Manufacturer narrative:
Concomitant products: product ID 8784, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving intrathecal morphine (concentration 7.5mg/ml; dose 2.7mg/day) and bupivacaine (concentration 21mg/ml; dose 7.5mg/day) via an implantable infusion pump. The patient also regularly took oral dilaudid 4mg every 6 hours. Patient history included non-malignant pain. On (B)(6) 2015, the patient¿s pump was refilled around 11am and the medications were changed to hydromorphone (concentration 6mg/ml; dose 1.5mg/day) and bupivacaine (concentration 32mg/ml; dose 8mg/day). During the refill the expected residual volume (erv) was 7ml while the actual residual volume (arv) was 5ml. The reported indicated pump overinfusion. On (B)(6) 2015, the patient was in the intensive care unit (ICU) with symptoms of overdose. The patient¿s wife could not wake the patient up that morning and the patient had very low blood pressure. The symptoms started approximately 18 hours post refill and the onset was sudden. Pump logs were reviewed and the programming appeared correct. A bridge bolus had been scheduled for a duration of 24 hours. The volume discrepancy was not a result of a programming error. On (B)(6) 2015, the patient was in the ICU again. The reporter stated that the patient was a ¿frequent flyer¿ to the ICU due to all of the oral medications that he took. It was noted that the patient had a hot tub. The reporter was on the way to the ICU to lower the pump dose. Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received from a consumer reported the patient had a delivery failure resulting in hospitalization, overdose and surgery. The date of surgery was noted at (B)(6) 2016.

Event description:
On 2015-dec-14 additional information was received from a representative. They indicated that the patient's doctor had initially reported the event to them. The patient had been admitted to the hospital at the time of the event, and this was the first volume discrepancy that the patient had. When the patient was admitted to the hospital, the logs were reviewed and the pump was turned down. No immediate actions or interventions were taken for the volume discrepancy. The volumes were being monitored at refills, and the representative was not aware of any additional volume discrepancies. The hcp thought that the event could have been from the patient taking many oral medications (the types were not reported), and that the patient's concentration had been increased prior to the event (the concentration was also not available). The issue had reportedly resolved.